Event description:
During prostate biopsy, the physician experienced resistance when putting the needle through the path. Due to multiple attempts, increased prostate bleeding was reported.

Manufacturer narrative:
Investigation into the root cause of the event is in progress. Once the info has been gathered, a separate f/u report will be submitted to FDA.